Event description:
It was reported that "in 2008, I had a posterior lumbar fusion of l5-s1 not using a lt cage. After the 2008 surgery, I had another surgery to implant a spinal cord stimulator in 2009 that worked some but not that well as it did in the trial test. The stimulator was taken out in 2011 because I needed to have a MRI for the 2013 surgery. I had a second back surgery in 2011 to do a laminectomy on l4 and l5 because the spinal cord was being pinched. That surgery was not to successful. I then had another surgery in 2012 for ectopic bone formation at l5-s1, also pseudoarthrosis at l5-s1 which was a revision surgery for the 2008 surgery. During the 2012 surgery, I suffered with multiple seromas, wound drainage, and csf leak that required two additional surgeries with in the next three weeks after the 2012 surgery. I still suffer with back, leg, and feet pain currently and the doctors seem to think that I have permanent nerve damage at l5-s1."

Manufacturer narrative:
(B)(4). Wound drainage, pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.